Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ seroma-late-breast: unable to observe since it is not related to the device. ¿ crease/folding of implant-breast: not observed. ¿ malposition-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side severe pain, changes in shape and rotation, capsular contracture baker grade IV, discrete radial folds, and minimal peri-implant seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture grade IV.

Event description:
Patient reported right side severe pain, changes in shape and rotation, capsular contracture baker grade IV, discrete radial folds, and minimal perimplant seroma. Device remains implanted.

Manufacturer narrative:
Clarification d.9 date device received: physical device has not been received. Video of explanted device was provided. Based on video quality, lot number is not clear, side cannot be determined. Additional, corrected and/or changed data: b.5, d.6b, g.2, h.6.

Event description:
Patient reported right side severe pain, changes in shape and rotation, capsular contracture baker grade IV, discrete radial folds, and minimal peri-implant seroma. Device has been explanted.